Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that four years and eleven months following the implant of this transcatheter bioprosthetic pulmonary valve a second transcatheter bioprosthetic pulmonary valve was implanted, valve in valve, due to degeneration. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.